Event description:
The physician was attempting to coil embolize a small anterior communicating artery aneurysm that the physician described as "too narrow and tight". As the device, first coil, was being deployed into the aneurysm the microcatheter unexpectedly moved back. The physician attempted to deploy the coil again but the microcatheter moved unexpectedly again and the aneurysm ruptured. The patient was sent to surgery to treat the ruptured aneurysm and is reported to be in a stable condition.

Manufacturer narrative:
Additional information from the user facility stated that there were no issues noted to the coil or the microcatheter. The physician relates the reported event to the nature of the aneurysm.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device was not returned for evaluation. From the information provided, the physician attributed the difficulties encountered on the size of the aneurysm that resulted in the rupture of the aneurysm. A review of the device labeling found that reported events are noted within the directions for use as potential risks associated with such procedures. The manufacturing records for this product have been reviewed and no issues or discrepancies were found. Based on all the available information it was concluded that operational context was the most likely cause of the reported events.

Event description:
The physician was attempting to coil embolize a small anterior communicating artery aneurysm that the physician described as "too narrow and tight". As the device, first coil, was being deployed into the aneurysm the microcatheter unexpectedly moved back. The physician attempted to deploy the coil again but the microcatheter moved unexpectedly again and the aneurysm ruptured. The patient was sent to surgery to treat the ruptured aneurysm and is reported to be in a stable condition.